Manufacturer narrative:
D9: date device returned "18-sep-2024" one device was returned for repair with complaint of error code 42224. Event history shows alarm for error code 42224. Cleared the error and performed testing per no disposable attached to see if the error occurs but no errors occurred during testing. Probable cause of error is unknown. Updated the software. Device passed all testing. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error code 42224 was observed. There was no patient involvement.